Event description:
A falsely elevated troponin I result of 7.65 ng/ml was obtained. The laboratory tests troponin I in duplicate. The second result obtained was 0.06 ng/ml. The results were not reported to the physician. The same sample was tested on the instrument and a result of 0.04 ng/mg was obtained. Pt treatment was not prescribed or altered and there was no report of adverse consequence as of result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was hm wash proble alignment.